Manufacturer narrative:
Information has been obtained and provided in reference to e2, e3, and g2. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii xenon light source was presenting a b30 scope communication error during a procedure with multiple different scopes. Additional details relating to the patient and the event have been requested. The customer replied during follow-up that they are all good. No information on the resolution was provided. No troubleshooting was done. The customer resolved the issue themselves. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.